Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0984, awareness date 30-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. It was reported that she did not get the narcotic prescription and first coil was implanted with no pain medication; this was extremely painful, so she requested it for the second coil. Throughout the year, she experienced extreme bloating, a hardness in her uterus and heavy periods that would leave her in bed for two days before she actually menstruated. She was experiencing shortness of breath and tiring easily after 1/2 hour of physical labor or exercise. She attributed many of these symptoms to aging but knew that pain during ovulation and pain after intercourse were directly related to the essure implants. Coils were removed by laparoscopic and hysteroscopically with salpingectomy. When she got the hsg it showed that her coils were secured in tubes and tubes were completely blocked. During surgery, physician discovered that part of one of the coils was indeed in her uterus despite the hsg results. So, physician concluded that hsg did not show accurately the placement of the coils. There were also benign polyps attached to the part of the coil that was in the uterus. She stated she wanted bayer/conceptus to compensate her financially for the debt she had accrued for all medical and travel expenses related to this problem and a sum for the emotional and physical havoc essure had wracked on her body. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy periods. She had a bilateral salpingectomy and essure inserts were removed. Although the hysterosalpingogram showed that essure inserts were secured in tubes and tubes were completely blocked, during surgery, the physician discovered that part of one of the coils was indeed in her uterus (interpreted as device embedded/partial perforation). The heavy periods is serious events due to required intervention and partial perforation is serious due to its medical importance. Both events are listed in the reference safety information for essure. Considering the nature of partial perforation, this event is assessed as related to essure. Since a partial perforation occurred in this patient, it cannot be excluded that it would cause heavy periods. Therefore, this event is also assessed as related. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy periods. She had a bilateral salpingectomy and essure inserts were removed. Although the hysterosalpingogram showed that essure inserts were secured in tubes and tubes were completely blocked, during surgery, the physician discovered that part of one of the coils was indeed in her uterus (interpreted as device embedded/partial perforation). The heavy periods is serious events due to required intervention and partial perforation is serious due to its medical importance. Both events are listed in the reference safety information for essure. Considering the nature of partial perforation, this event is assessed as related to essure. Since a partial perforation occurred in this patient, it cannot be excluded that it would cause heavy periods. Therefore, this event is also assessed as related. This case is regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.